Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist's report, the patient complained of feeling dizzy while using the cochlear implant system beginning in 2007. The patient also reported decreased performance. The results of an integrity test were consistent with normal receiver/stimulator function. An x-ray showed normal electrode array placement. The device was explanted, and the patient was reimplanted with a new device during the same surgery.